Event description:
Follow-up identified x-rays reveal the lead is fractured and has migrated. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the lead. Effective therapy was achieved postoperatively thus resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (netherlands) experienced a jolting sensation with stimulation turned off. Reportedly, stimulation could not be increased. Diagnostic testing revealed invalid and high impedance values. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the 3286 lead was cut into two lead segments. Paddle end lead segment was examined under the microscope revealed broken wires. The broken wires found in the paddle stimulation end of the lead are in close proximity and could cause intermittent connection which, could be interpreted as a ¿jolting sensation¿.the damage observed is due to overstress the lead was subjected while the lead was in the patient. Terminal end lead segment had compression marks consistent with the use of cinch anchor. The outer tubing had received an instrument cut near the terminal end consistent during explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.